Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 1st, 2nd, 3rd and 4th proximal stent strut rows were noted to be lifted and pulled distally. The stent strut on the 4th distal stent strut row was noted to be lifted and pulled in a proximal direction. The undamaged stent outer diameter was within maximum crimped stent profile measurement. Proximal stent damage most likely occurred during withdrawal attempts whilst distal stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27 may 2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.